Event description:
The customer reported a suspect positive cyclesure biological indicator (bi). It is unknown if the items in the load were recalled and reprocessed. No patient injury was reported. In addition, it is unknown whether the sterrad system cancelled. The chemical indicator strips used changed color, but do not match the color of the positive control. The suspect positive bi was discarded and it is unknown if the previous or subsequent bi's were positive or negative. If additional information is received a supplemental medwatch report will be submitted.

Event description:
Reporter alleged the customer obtained the results of 84 mg/dl and 156- 160 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
Asp evaluation results: the report of cyclesure bi with a positive result was reported in error. Asp was informed from (B)(6) that the bi was found to be ok 24hrs after processing. The asp cyclesure bi did not fail. The customer did not release the load since the chemical indicator was not consistent in each load. The customer stopped using the genesis trays, reporting that all issues went away.

Manufacturer narrative:
Concomitant device: sterrad system (unknown product code and serial number). (B)(4) no code available: suspect positive bi.